Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer patient receiving continuous chemotherapy infusion x 48 hrs noticed a leak from catheter at night. Tubing clamped and next morning rn noticed small crack at secondary port of pac tubing beneath clave cap. Chemotherapy was only infused over~24hrs instead of 48.